Event description:
It was reported that the delivey system kinked. Vascular access was obtained via the right transfemoral artery. Prediliation was performed. A 25mm lotus edge valve system was inserted through a 15f isleeve introducer sheath and a lot of resistance was experienced. While trying to advance the lotus edge delivery system to the slightly tortuous native aortic valve there was difficulty managing the marker on the correct side of the aorta and the catheter flipped around in the descending aorta before crossing the arch. The lotus edge delivery system was noted to be kinked and was removed. The procedure was completed with another lotus edge valve system. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The device returned partially unsheathed with the handle in the release phase. No valve was returned with the device. The outer sheath was noted to be kinked at 30mm proximal from the distal tip of the outer sheath. The device was sheathed without issue and advanced through a lotus introducer sheath without issue or resistance. No issues were noted with the lotus edge device during the analysis which could likely have contributed to the complaint event.

Event description:
It was reported that the delivery system kinked. Vascular access was obtained via the right transfemoral artery. Predilation was performed. A 25mm lotus edge valve system was inserted through a 15f isleeve introducer sheath and a lot of resistance was experienced. While trying to advance the lotus edge delivery system to the slightly tortuous native aortic valve there was difficulty managing the marker on the correct side of the aorta and the catheter flipped around in the descending aorta before crossing the arch. The lotus edge delivery system was noted to be kinked and was removed. The procedure was completed with another lotus edge valve system. No patient complications were reported.